Manufacturer narrative:
Results evals codes (other) - smiths medical asd, inc. Is unable to fully evaluate this report, as the user facility did not retain the sample involved. Without the sample, there is no way to determine, if there was an incomplete filter or missing filter in the unit. Another possibility would be the user's technique of expelling the air from the filter-pro air bubble removal device. A review of the manufacturing records could not be performed as the user facility did not record the lot number used. A review of the device instructions for use reveals that there is a precaution that states "failure to advance plunger slowly may disengage filter-pro resulting in splashing of blood." There is also a work step, a.4, that states "stop pushing the plunger when sample wets the filter. Pressure may release filter-pro from the syringe." Without the sample, we are unable to determine if this was due to a product malfunction or user error. We can report that this was a new user for this device. They had two days of in service training and had only been using this device for two days. They have been given additional in service training for this type of issue.

Event description:
User alleges, one event of after performed a blood draw, they were using the filter pro for air removal, the filter pro came off and sprayed blood. No treatment needed.